Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it failed due to a damaged display window. The receiver was charged and rebooted. A functional test was performed and it passed. A review of the share logs was performed and errors related to the complaint were observed. The allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient was not prompted for calibrations on the dexcom device. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.